Event description:
Additional information later received that there was nothing wrong with the pump the patient just did not get the relief they were expecting.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the pump and catheter were explanted . Therapy no longer benefiting the patient¿s pain control. The patient¿s status at the time of the report was noted as alive, no injury. It was noted that the patient was doing fine during the explant procedure. No drug or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.